Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (constant alarms) has been confirmed. Upon evaluation, the r781 resistor was open. The cause of the constant alarms is the inability to recognize the therapy electrodes. The cause of the inability to recognize the therapy electrodes is lack of driven ground signal. The cause of the lack of driven ground signal is the open r781. The root case of the open r781 cannot be positively identified. No adverse event resulted from the defective monitor. The pt received a replacement monitor.

Event description:
A (B)(6) male pt contacted zoll customer support to report constant alarms. The pt was provided with a replacement monitor.